Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 33 minutes after starting treatment with revaclear 300 dialyzer, the patient experienced shortness of breath and throat discomfort with noted face flushing. The patient was administered benadryl (50 mg intravenous push, ivp) and oxygen. According to the reporter, approximately 15 minutes later the patient experienced abdominal pain, nausea and vomiting. The patient received solu-medrol (125 mg ivp) and treatment was discontinued. Emergency medical services was called and the patient was transferred to the hospital alert and oriented, with the following vital blood pressure-162/116, pulse-70 and respirations -18. No additional information is available.

Manufacturer narrative:
Correction: h10. Should additional relevant information become available, a supplemental report will be submitted.